Event description:
During a coronary stent procedure, the stent dislodged. The physician used the liberte bare (mr) stent in an attempt to cross through a previously deployed taxus stent in the left main to reach the target lesion in the om. The liberte bare (mr), stent was unable to cross through the taxus stent. While attempting to remove the liberte bare (mr) stent, it became hung up on the previously placed taxus stent. The liberte bare (mr) stent then dislodge and a maverick balloon was inflated to 4 atms inside of the stent. The stent was then removed. It was further reported that the physician did not feel that this was a product malfunction.